Event description:
On (B)(6) 2012, the pt's mother reported the pt experienced low blood glucose the morning of (B)(6) 2012 at 6:00am that caused a seizure. Mother stated that she attempted to give the pt glucagon but was unable to do so because the pt was combative. Mother was able to get the pt to drink juice and within 10 mins the pt "came around" and her blood glucose measured 75 mg/dl. The pt's target blood glucose range is 80-100 mg/dl. Mother stated morning basal rates were lowered from 3.5 u/h to 3.0 u/h on (B)(6) 2012. Troubleshooting did not reveal any product issues. The pt has been under add'l stress. Mother stated she met with the pt's endocrinologist on (B)(6) 2012 and the pt's basal rates were again lowered. Mother believes basal rates are the potential cause of low readings. No product allegations were made. No product will be returned for eval.